Manufacturer narrative:
Date of event is estimated. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient last charged the ipg approximately over a year ago. The ipg would no longer communicate with external devices. Programmer displayed error code 2501. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.